Event description:
It was reported that during a bi-lateral knee implant procedure, the distal part of the drill attachment disassembled and fell inside the pt's body. The disassembled pieces were retrieved successfully by had as well as with manual instrumentation. An x-ray was performed which confirmed that none of the device pieces remained in the pts body. Another unit was used to complete the procedure. There was a 30 minute delay in the procedure. No other adverse consequences were reported with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.